Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tissue pad was detached off at about fifth actuation. As the tissue pad was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: the doctor felt a difficulty with the device tip during use. So, the doctor checked the device outside the patient's body, and then the tissue pad was detached off outside the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.